Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and failed battery. The customer¿s blood glucose level was unknown. The customer reported that they sometimes had to press buttons twice. It was reported that they had failed battery alarm and also had unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. Device received with minor scratches on display window noted. (B)(4).